Event description:
Allegedly, eprd reported 14 new complications for procotyl® l beaded revision (9 dislocation and 5 peri. Fracture events). First revision surgery. No further information was reported. This incident is capturing 9 dislocation events.